Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that drainage was observed at the ipg site. The patient underwent intervention wherein a washout was performed on the ipg site and the wound was re-closed. The patient was put on two oral antibiotics. No further information is known at this time.

Event description:
Additional information obtained indicated that the wound site has healed.